Event description:
During an acl reconstruction surgery, the pt experienced extravasation up to the thigh and the surgery had to be discontinued prior to completion. The pt is reported to be fine but the acl remains damaged . The user facility reported the pump had alarmed and was turned off and on again a couple of times before the swelling was noted. At this point, it was decided to discontinue the procedure and exsanguinate the leg. The sales representative visited the facility after the event and inspected the tubing and noted the gasket to be missing. The facility was not able to verify if the gasket had been missing prior to use. The facility has continued to use the pump involved in this event with no further problem.